Event description:
Based on additional information received on 09-dec-2017 from health care professional and case became medically confirmed. This unsolicited case from united states was received on 20-oct-2017 from the other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency her knees were hurting worse than before/ increased pain in bilateral knees post injection and product was just ineffective (device ineffective). No past medications were reported. Relevant medical history include bilateral knee pain, coronary artery disease (cad), hypertension (htn), osteopenia, hyperglycemia, hyperlipidemia, menopause, obesity, osteoarthritis, premature atrial contraction. Patient had no known allergies. Concomitant medications included acyclovir, naproxen sodium (aleve), ramipril (altace), raloxifene hydrochloride (evista), glucosamine, amlodipine besilate (norvasc), simvastatin, tramadol hydrochloride (tramadol). On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (dose: not reported; lot number: 7rsl3d and expiration date: 30-dec-2019) for osteoarthritis and degenerative joint disease (djd) bilaterally. On an unknown date in 2017, unknown latency of receiving the injection her knees were hurting worse than before. There was increased pain in the knees bilaterally post injections. It was reported that the patient was administered bilateral cortisone injections. There was no swelling or redness, product was just ineffective (device ineffective). Corrective treatment: cortisone for knees were hurting worse than before/ increased pain in bilateral knees post injection outcome: resolved for knees were hurting worse than before/ increased pain in bilateral knees post injection a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot 7rsl003d expiration date (12/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl003s no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 03-nov-17, there were 2 complaints on file for lot 7rsl003 and all related sub-lots: 2 complaints had been reported for lot 7rsl003d: (1) adverse event report and (1) tip breakage. Sanofi would continue to monitor complaints to determine if a CAPA was required. Reporter causality: no for knees were hurting worse than before/ increased pain in bilateral knees post injection seriousness criterion: required intervention for knees were hurting worse than before/ increased pain in bilateral knees post injection additional information was received on 08-nov-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 09-dec-2017 from health care professional and case became medically confirmed. Medical history was added. Concomitant medications were added. Event verbatim was updated from knees were hurting worse than before to knees were hurting worse than before/ increased pain in bilateral knees post injection. Reporter causality was added. Clinical course was updated. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 20-oct-2017 from the other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the her knees were hurting worse than before and product was just ineffective (device ineffective). No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (dose: not reported; lot number: 7rsl003d and expiration date: 30- dec-2019) for osteoarthritis bilaterally. On an unknown date in 2017, unknown latency of receiving the injection her knees were hurting worse than before. It was reported that the patient was administered bilateral cortisone injections. There was no swelling or redness, product was just ineffective (device ineffective). Corrective treatment: cortisone for knees were hurting worse than before outcome: unknown for knees were hurting worse than before a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for knees were hurting worse than before.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the other non-health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency the her knees were hurting worse than before and product was just ineffective (device ineffective). No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (dose: not reported; lot number: 7rsl003d and expiration date: 30- dec-2019) for osteoarthritis bilaterally. On an unknown date in 2017, unknown latency of receiving the injection her knees were hurting worse than before. It was reported that the patient was administered bilateral cortisone injections. There was no swelling or redness, product was just ineffective (device ineffective). Corrective treatment: cortisone for knees were hurting worse than before outcome: unknown for knees were hurting worse than before. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot 7rsl003d expiration date (12/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl003s no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 03-nov-17, there were 2 complaints on file for lot 7rsl003 and all related sub-lots: 2 complaints had been reported for lot 7rsl003d: (1) adverse event report and (1) tip breakage. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for knees were hurting worse than before additional information was received on 08-nov-2017. Global ptc number and ptc results were added. Text was amended accordingly.